Manufacturer narrative:
This investigation will be updated should pertinent further information be provided.

Event description:
It was reported that this system showed a spike of high, out of range impedance measurements on the right ventricular (rv) lead channel. When the patient was brought in for evaluation, the impedances showed measurements within the normal range. A spring contact issue was suggested due to the mentioned impedance behavior. Since no noise was observed and the thresholds represented stable values, monitoring was considered. Also some device programming features were discussed. The rv lead is a non boston scientific device. The system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this system showed a spike of high, out of range impedance measurements on the right ventricular (rv) lead channel. When the patient was brought in for evaluation, the impedances showed measurements within the normal range. A spring contact issue was suggested due to the mentioned impedance behavior. Since no noise was observed and the thresholds represented stable values, monitoring was considered. Also some device programming features were discussed. The rv lead is a non boston scientific device. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should pertinent further information be provided. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.